Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was received in two fragments. Analysis of the fragment measured approximately 72.0cm in length and the distal fragment was approximately 132.0cm in length. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was also bent on several places along its length and also close to the fractures site. From the condition of the guidewire at the fracture site, it appears that the guidewire was separated due to excessive manipulation and torque. The guidewire platinum coil was stretched and the ptfe coating was found to be scraped off. The ptfe coating appeared to be scraped off near the kinks as well. The guidewire hydrophilic coating was examined; the coating is present on the guidewire and meets visual specifications. The guidewire outer diameter and length were conforming to its required specifications. Examination of the fracture sites showed evidence of manipulation, as the guidewire appeared to be kinked/bent first, and was then broken. Because the device was received with blood, the analysis isn't consistent with the customer¿s initial report of guidewire stretching. Based on the information currently available indicating that the guidewire was found stretched likely during unpacking and because the ptfe peeling and break were not mentioned these are believed to have occurred when handling for shipping/transportation to the manufacturer. Therefore, based on the information currently available an assignable cause of handling damage was assigned to the observed bents/kinks, guidewire break and ptfe peeling.

Event description:
Analysis of the device revealed that the guidewire was broken/fractured and the polytetrafluoroethylene (ptfe) coating was peeling. There was no patient involvement.